Event description:
It was reported that thrombectomy procedure was performed in the right internal carotid terminus. One pass was performed with the subject retriever. There was no reported vessel perforation, vessel dissection or device malfunction during procedure. Procedure was completed successfully. Imaging done one day post procedure showed symptomatic intracranial hemorrhage (sich). Physician opinion is that the sich was caused by hemorrhagic infarction. The patient was discharged 23 days later with mrs of 5 and approximately 2 months final follow up with mrs of 5. No other information is available.

Manufacturer narrative:
A device history record (DHR) review could not be performed because the lot number remains unknown, however there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates that in the physician¿s opinion the symptomatic intracranial hemorrhage was a result of hemorrhagic infarction and the event was not related to the subject device. The reported patient intracranial hemorrhage is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that thrombectomy procedure was performed in the right internal carotid terminus. One pass was performed with the subject retriever. There was no reported vessel perforation, vessel dissection or device malfunction during procedure. Procedure was completed successfully. Imaging done one day post procedure showed symptomatic intracranial hemorrhage (sich). Physician opinion is that the sich was caused by hemorrhagic infarction. The patient was discharged 23 days later with mrs of 5 and approximately 2 months final follow up with mrs of 5. No other information is available.